Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "revision of knee-tep right side on (B)(6) 2022 after approximately 20 years - fracture of the femoral lcs classic shield. Medial femoral condyle shows a transverse implant fracture (images are available upon request). Pe inlay corresponding (full-layer wear). The implant was scrapped at the patient's request." Doi: (B)(6) 2001. Dor: (B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary device associated with this report was not received for examination. All available x-rays and photographs were reviewed. Based on the provided evidence, the worn condition cannot be confirmed. Nevertheless, it was observed that the lcs m brdg brg std+/lg 10.0 (product code: 127824025, lot number: uc6r51010) has fractured in two pieces. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: bfarm DHR review. Product description: lcs m brdg brg std+/lg 10.0. Product code: 127824025. Lot number: uc6r51010. 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/2000. 3) any anomalies or deviations identified in DHR: none. No non-conformances. 4) expiry date: n/a 5) IFU reference: (B)(4) IFU, lcs knee system rev. 1. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/2000. 3) any anomalies or deviations identified in DHR: none. No non-conformances. 4) expiry date: n/a. 5) IFU reference: 090200682 IFU, lcs knee system rev. 1 corrected: h4.